Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the manufacturer's technical support specialist the central control monitor (ccm) was removed by the customer prior to his arrival. He installed a new ccm. The unit operated per the manufacturer's specifications.

Event description:
Upon receipt of the device, the user reported that the unit was running fine on battery backup, but once it was plugged into the wall smoke was coming out of the unit. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the base was thoroughly inspected and there were no issues to be addressed. The unit operated to the manufacturer's specifications. During laboratory analysis, product surveillance technician (pst) determined that the source of the smoke was the local area network / interface board (lan/if) signal cable. A single conductor within the cable was found to have overheated, causing insulation to burn and the wire itself to burn-open. The affected wire was the dgnd (digital ground) signal. Several attempts were made to simulate the occurrence by purposely inducing various short-circuit conditions within the central control monitor (ccm) and within a lab-use heart lung machine (hlm) base used to power the ccm. Only one scenario caused the same damage. This was by short-circuiting of the hlm base 24 volts direct current (vdc) to the base chassis. With this short-circuit scenario recreated in the lab, higher than expected current (over 25a) flowed through the single conductor and caused it to quickly overheat and begin to melt the insulation in the very same manner as the damaged conductor in the returned ccm. This occurred in a very brief time period of between 5 and 8 seconds. All other short circuit scenarios tested, failed to produce any type of damage due to the overcurrent protection features of the hlm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.